Event description:
During a laparoscopic sleeve gastrectomy procedure, surgeon reported difficulty with lapotract articulating clamp, which suddenly caused the lapotract system to push against the patient's liver. Surgeon explained the lapotract clamp is the wrong one. Patient was stable and the case continued without any further incident.